Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator was interrogated due to lack of pacing and suspected loss of capture. Upon interrogation, undersensing of nearly all atrial activity was observed, and sensing trends for the right atrial (ra) lead were found to have dropped off significantly. During sensing testing, there were no measured p waves, and the patient's heart rate was intermittently dropping below the lower rate limit of 50bpm. The right atrial lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.